Manufacturer narrative:
This report is for an unknown synthes screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: kuhlmann, t. Et al (2012), operative treatment of proximal humeral four-part fractures in elderly patients: comparison of two angular-stable implant systems, journal of orthopedic accident, vol. 150(2), pages 149-155 (germany) . The purpose of this retrospective study is to determine whether these different head anchoring philosophies lead to different results. Between july 2005 and december 2007, a total of 60 patients (21 male and 39 female) with a mean age 70.6 years for group I and 69.3 years for group ii were included in the study. Group I consisted of 30 patients treated with the competitor¿s device while group ii consisted of 30 patients treated with unknown synthes philos. The mean follow-up was 17 months (range, 12-24 months). The following complications were reported as follows: 2 cases of poor results found. 1 case of postoperative infection after implantation leading to premature metal removal after 10 days. The infection was subsequently alleviated. 3 patients had partial humeral head necrosis without therapeutic consequences. 3 cases of deceased. This report is for one (1) patient who experienced infection requiring device removal, for two (2) patients who had poor results, and for one (1) patient who experienced partial humeral head necrosis. This report is for an unknown synthes screws. This is report 2 of 2 for (B)(4).